Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst without overcoming barometric pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.